Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. It was reported the patient is under 2 years of age. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the instructions for use for the animas vibe insulin pump and cgm system states: sensor placement is only approved for sites under the skin of the belly (abdomen) in adults and the belly or upper buttocks for ages 2 to 17 (pediatrics). However, a root cause for the reported inaccuracies cannot be determined.